Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on a homechoice device during the dwell 3 of 4 of automated peritoneal dialysis therapy. The home patient was connected at the time of the alarm. Nothing unusual was noted during troubleshooting for the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cassette was returned, and a device analysis was completed. No abnormalities were identified during visual inspection of the homechoice cassette. Leak, clear passage, and clamp functional testing were all performed with no issues noted. Additionally, the returned device was able to complete simulated use testing on a test homechoice device. The reported system error was unable to be verified or duplicated during sample analysis. Should additional relevant information become available, a follow-up report will be submitted.